Event description:
As reported in a literature article (alaraj, a, et al. 7 may 2014, augmentation of n-butyl cyanoacrylate embolization of cranial, head, and neck tumors by simultaneous infusion of 5% dextrose solution. Journal of neurointerventional surgery, doi: 10 1136/neurointsurg-2013-011071), in a retrospective review of 20 patients who had embolizations with nbca, one patient experienced persistent vascularity of tumor associated with minimal intraoperative bleeding. The patient did not require retreatment. The objective of the review was to describe the experience with a modified d5w guide catheter push technique during embolization of hemorrhagic cranial head and neck tumors between 2007 and 2013. For the procedures, a magic 11 (bolt) or a prowler-10 7f was used. The concentration of nbca diluted in iodized oil varied from 1.4 to 1.9. No additional information available.

Manufacturer narrative:
As reported in a literature article (alaraj, a, et al. 7 may 2014, augmentation of n-butyl cyanoacrylate embolization of cranial, head, and neck tumors by simultaneous infusion of 5% dextrose solution. Journal of neurointerventional surgery, doi: 10 1136/neurointsurg-2013-011071), in a retrospective review of 20 patients who had embolizations with nbca, one patient experienced persistent vascularity of tumor associated with minimal intraoperative bleeding. The patient did not require retreatment. The objective of the review was to describe the experience with a modified d5w guide catheter push technique during embolization of hemorrhagic cranial head and neck tumors between 2007 and 2013. For the procedures, a magic 11 (bolt) or a prowler-10 was used. The concentration of nbca diluted in iodized oil varied from 1.4 to 1.9. No additional information available. There was not product to analyze. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Hemorrhage is a known complication related to nbca glue and is listed in the instructions for use as such. Codman did not conduct studies using the technique mentioned in the article; therefore, no safety information for this technique is available. The trufill n-bca liquid embolic system is indicated for the embolization of cerebral arteriovenous malformations (avms) when pre-surgical devascularization is desired. There is no indication of a manufacturing issue related to this event; therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: magic 11 bolt (details unknown); prowler-10 7f (details unknown).